Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ventricular tachycardia. The device successfully rescued the patient but a shock was discarded due to the right ventricular lead having low impedance. Programming changes were made at the time. On (B)(6) 2021, the lead was capped and replaced. A lead fracture was observed. The patient was stable procedure and was rescued appropriately again by the device.